Event description:
Pt had prior history of dislocated 2nd mpj. Pt received interphlex implant. At 2 days post op, pt was fine. Approx. 1 week later, it was determined that silicone rod had broken near ball. Device explanted. Pt is currently doing well. Review of DHR shows no anomalies. Based on info received, doctor handled device with blunt instruments as recommended in the labeling.

Manufacturer narrative:
The returned rod was examined and pictures are included in file that show no signs implant was handled with sharp instruments. Pt's first visit post-op shows implant was fine. At next visit a week later, the implant was broken. Review of device history record shows no issues or events during MFR of product. According to rep, surgeon handled device with blunt instruments. This is a soft silicone elastomer that can be damaged with sharp instrument.